Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that allegedly the keypad restart button was not working for a large volume pump module, and therefore, will be replaced. There was no reported patient involvement.